Event description:
The customer reported that "the code machine failure". Further information was provided that there was a fault in the energy select switch. There was no adverse patient impact reported.